Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the capsule was still attached to the delivery system when it was removed from the patient. The capsule fell off shortly after being removed. No harm was caused to the patient, and no intervention was required. There was nothing unusual about the patient or the procedure, and an endoscopy was performed prior to the procedure and the esophagus appeared to be normal. Lubricant was used to place the capsule, and the reporter states that no lubricant could have got into the capsule chamber. A repeat bravo procedure was performed. No other known adverse events were reported.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule and delivery device was received for investigation. The capsule was not attached to the delivery device. Visual inspection did not reveal any damage. The capsule trocar was deployed and appeared normal. The plunger was fully released. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. A root cause for the failure could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. Based on review of the complaint file, device performance, and review of trend data, there is no trend identified. No action is deemed necessary at this time. Trending and device performance will continue to be monitored.